Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional code: hwe. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the brand new double air hose is loose on the exterior and air is flowing from the power tool. The hose is not cut or punctured, its simply loose. Noted during the first use in the operating room. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that it is clearly visible that one side of the air hose is indeed loose as complaint. Marks on the connectors as well as on the hose are evident. After dismantling of the loose connecting part, it was visible that the green plastic hose has been ripped. The position of the mounted hose shows that this side has been manufactured accordingly though. This lead us believe that there might have been a problem during use and the high mechanical applied pressure resulted in the ripping of the green plastic hose. Based on the performed investigation, it's insured that the air hose was correctly assembled. Note that the manufacturing records were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.